Event description:
(B)(6) results were obtained on a patient sample. The patient result did not match the clinical picture. The patient sample was reran on the advia centaur xp and the results were negative. The customer reported the negative results from the advia centaur xp as the results matched the clinical picture more closely. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The customer believes it is a sample related issue. The instrument is performing within specifications. No further evaluation of the device is required.